Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the most distal end of the primary tubing was noted to be leaking around the floating collar "hub" during a pre-surgery gravity infusion of normal saline. There was no report of patient harm.